Manufacturer narrative:
The explanted microstent is being returned for further evaluation. The device history records were reviewed for this lot and there were no discrepancies or unusual findings. Peripheral anterior synechiae (pas) formation with microstent obstruction and elevated iop are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient was reported to have peripheral anterior synechiae (pas) occluding areas of the hydrus microstent and intraocular pressure (iop) in the mid-30s (mmhg) on 3 iop-lowering medications. The surgeon attempted to facilitate drainage through the inlet by clearing the synechia using a nd:yag laser for goniosynechialysis on two separate occasions and prescribing pilocarpine 1%. The inlet remained occluded and iop remained high. On (B)(6) 2021, pas occluding the length of the microstent and inlet was observed, a trabeculotomy procedure was performed, and the microstent was explanted. The device did not appear to be malpositioned. The trabeculotomy procedure and the microstent explantation were both uneventful. Additional information has been requested.

Event description:
The following new information was provided by the surgeon on (B)(6) 2021. The patient was a 72-year-old male with a baseline intraocular pressure (iop) of 20 mmhg on 3 iop-lowering medications. On (B)(6) 2020, the hydrus microstent was implanted in the left eye concurrent with cataract surgery. No intraoperative cataract complications were reported. Hydrus microstent implantation was successful, but resistance was encountered during insertion. At the postoperative visit on (B)(6) 2020, the patient's iop was 19 mmhg on 2 iop-lowering medications. Additional postoperative medications included topical steroid and non-steroidal anti-inflammatory drops for treatment of cystoid macular edema (cme). On (B)(6) 2020, iop was 28 mmhg and peripheral anterior synechia (pas) was observed at the stent opening. On that date and again on (B)(6) 2020, the surgeon performed nd:yag laser to remove pas, but iop remained high. On (B)(6) 2020, the patient's iop was 30 mmhg on 3 iop-lowering medications. The surgeon indicated the patient had elevated iop due to a steroid response from treatment for cme. At the last examination on (B)(6) 2021 (one-week post hydrus explantation and trabeculotomy), there was trace hyperemia present and iop improved to 15 mmhg on 3 iop-lowering medications. The patient's current prognosis is listed as stable.

Manufacturer narrative:
The explanted microstent was returned to ivantis for evaluation. The microstent met dimensional and visual specifications. Functional testing was performed using the microstent and a known good delivery system; the delivery system functioned as intended during advancement, release, retraction, and recapture. Microstent explantation, surgical intervention, cystoid macular edema, and iop elevation due to steroid response are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).